Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that only the proximal 15 cm of this 52 cm lead was returned. The returned segment tested electrically continuous. Induced damage from the explant procedure included deformed outer coils and tool marks 9.4 cm from the pin.

Event description:
Boston scientific crm received info that the pt with this pacemaker and right ventricular lead experienced shortness of breath and possible syncope. While the pt was in the hospital, 5 seconds of pacing with loss of capture was noted. It was determined that the threshold measurements had increased therefore, the device output was set to the maximum. The representative was informed that the pt coded and passed away later that week. A health care professional informed a family member that the device was not working properly. The pacemaker and lead were explanted and returned for analysis.